Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot jl5251, and no non-conformances were identified. An opened box with unopened samples of product code j311, lot jl5251 was received for analysis. The complaint sample was not returned for evaluation. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements. Additional information was requested and the following was obtained: what was being done when the needle pulled-off (in the package/ removal from package / during passage through tissue)? During passage through tissue. How many of the total quantity were actually involved for the reported issue? 1.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the material was separating from the needle. A similar device was used to complete the case. No adverse patient consequences were reported. No additional information was reported.